Event description:
Pt called lfs in 2004 alleging the meter would power off while attempting to test. The pt reported the issue occurred on the day of the phone call to the doctor. The pt reported symptom of dizziness while attempting to test. They stated that they did contact their physician for advice. The pt tested on another meter and obtained a result of 252 mg/dl. The pt took their oral medications. No medical intervention required. Unable to obtain further info, pt was in a hurry. The issue was not resolved with troubleshooting. The meter has been replaced for the pt. No further info has been reported.